Event description:
It was reported that during a lap gastric bypass procedure, all devices were leaking. They continued to use the same products to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/7/2007. Information anticipated, but unavailable at this time.